Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : no observed opening on the device. Additional observations: crease fold observed on the device. White particle observed inside device. Wear abrasion observed on the device.

Event description:
Physician reported left side deflation. Device has been explanted and replaced.